Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the during the extracorporeal membrane oxygenation (ECMO) procedure, the pump was stopped. The perfusionist immediately switched the motor drive with the pump in the backup console, however the alarms remained, and the pump remained stopped. The pump in the primary console was then switched with the backup motor drive and the pump started to function again. The alarm was reported as "pump not connected." The ECMO was removed from the patient some days after the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported centrimag pump stop event could not be conclusively determined through this evaluation. It was reported that a patient received extracorporeal membrane oxygenation (ECMO) support with a centrimag device. After approximately 2 weeks, the pump was found to be stopped. It was reported that the system alarmed for ¿pump disconnected¿ despite being properly fit into the motor. The motor with pump were switched to the backup console; however, the pump remained stopped with the alarms. The pump was then switched to a backup motor with the original console, and the pump started to function again. It was reported that the reason for the pump stop was unknown. After some days following the event, the patient was removed from ECMO. It was reported that no log files were available from the customer, and the customer was unable to confirm identifying information of the pump. The centrimag pump was not returned for evaluation. Incidental findings: intermittent flow alerts were noted in the log file that appear to have resolved on their own or with manual speed changes. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag vad instructions for use (IFU)) is currently available. This IFU provides the following warnings and cautions: IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU warning #17: frequent patient and device monitoring is recommended. IFU warning #20: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inspiration of air and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #7: attach tubing in such a manner as to prevent kinks or any restrictions that may alter flow, and in a manner that does not bend or fracture the barbed tubing ports and connectors, with the tubing extending beyond the second barb point. IFU caution #10: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag vad must be available. The ous (outside of the united states) 2nd generation centrimag system operating manual (doc. # pl-0280, rev. P) section 3 entitled "warnings & precautions" warns "one additional centrimag console, motor, and flow probe are required as backup components in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Sections ¿7.3.3 response to system alarms or alerts¿ and ¿11.1 appendix I ¿console alarms and alerts¿ contain lists of all console alarms and alerts, as well as appropriate operator response to these events. Section 9 ¿emergency/troubleshooting¿ provides instructions on replacing components during certain circumstances. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.